Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers were failed. A field service engineer (fse) had found that the auxiliary half-height drawers 3.1 and 3.2 were not detecting on the bus. Drawer 5.2 had a failed cubie on c3. The fse re-seated the row board cable, and the issue was resolved on half-height smart drawers 5.2, 3.1, and 3.2. The customer was able to recover successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.